Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type lead.

Event description:
Information received from a manufacturer representative reported that the patient¿s lead was removed due to an infection. The manufacturer representative confirmed that the patient¿s implantable neurostimulator (ins) was still in place for future use, but was currently inactive and had dummy plugs in place of the lead. It was noted that the explant took place sometime in (B)(6) 2015. Indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.